Event description:
Customer got a blood glucose reading of 50mg/dl. A few seconds later she got a reading of 277 mg/dl. The difference between these readings falls in the "d" zone of the parkes error grid, showing the difference to be clinically significant. The customer did not allege any adverse event. The customer did not have any control solution, so further troubleshooting was impossible. The strips were to be returned for evaluation and replacement strips will be sent.